Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was placed in 2009 via "interscalenic" block. The catheter was inserted without event and 20 cc ropivacaine was being administered. However, two days later, it was impossible to remove the catheter. The patient felt paresthesia (tingling/burning) during the removal procedure. As a result, under general anesthesia the catheter was removed two days later, by surgical intervention.